Event description:
It was reported that during testing conducted at the manufacturer facility the loaner saw intermittently ran without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.